Event description:
Physician cut finger with scalpel while trimming sutures. Customer stated that they would like to add scissors to the custom cvc kit to avoid this happening in the future.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information received: the employee did not require sutures or antibiotics, but she did receive antiviral meds for a few days as hiv prophylaxis until confirmatory testing came back.

Event description:
Physician cut finger with scalpel while trimming sutures. Customer stated that they would like to add scissors to the custom cvc kit to avoid this happening in the future.